Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received a 344 mg/dl higher scan result on the adc device compared to a 54 mg/dl reading obtained on the competitor brand meter. The customer noted a vertically downward/upward trend arrow which indicates rapidly declining/rising glucose level (more than 2 mg/dl per minute). The length of wear was one day. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced unspecified symptoms and was able to self-treat with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.